Manufacturer narrative:
H6: additional code 4315.

Manufacturer narrative:
The investigation is ongoing. Initial reporter - phone number:(B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 602 module. The serial number was requested but was not provided. It was requested but not provided if the initial results were reported outside the laboratory. Due to the tsh result not matching the clinical status of "graves," the customer performed repeat testing with the patient's sample on the cobas 8000 e 602 module, an abbott architect, and a beckman coulter analyzer. This medwatch is for ft3 assay. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.